Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set site change was performed and the occlusion alarms occurred. The customer's blood glucose level was 350mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a supply change was performed to address the occlusion alarms.